Event description:
The event is reported as: the customer alleges that the device became hot and hot steam came out of the window of the nebulizer adaptor. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted and there were no issues found that related to the reported complaint. Photos were provided by the customer, however, they were not enough to confirm the failure mode. The actual sample was not returned for evaluation, therefore, the complaint was not confirmed and a root cause could not be established.